Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the final investigation. Updated fields: d9, h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on the objective lens and image does not appear completely on the monitor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of no image occurred due to dirt on the objective lens whereas a definitive cause for the dirt on objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.